Manufacturer narrative:
The impella rp device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿

Event description:
The user facility reported a 65-year-old male in non-st elevated myocardial infarction was implanted with an impella rp device for mechanical circulatory support. Right internal jugular percutaneous access obtained using micropuncture kit under ultrasound guidance. Rp sheath and dilator were used with subsequent perforation of inferior vena cava/right atrium junction resulting in large pericardial effusion and tamponade, requiring conversion to emergent sternotomy and cannulation for cardiopulmonary bypass.

Manufacturer narrative:
The investigation for the reported vascular damage has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vascular damage could not be determined.